Manufacturer narrative:
The thermogard xp ivtm console (sn (B)(4)) was evaluated at customer site. The customer reported issue of thermogard exhibited mid 09 (air trap assembly) error message was confirmed during the initial functional testing and event log. The air trap sensor block was replaced to remedy the fault. Following the repair and replacement, the thermogard passed all the testing with no issue or faults observed. All test and readings are within the specified limits and functioned as intended. Visual inspection was performed and noted no damage upon review. Archive event log data was downloaded and noted several mid 09 (air trap assembly) error messages on the reported event date. Historical complaints were reviewed and no previous history of complaint was reported for the thermogard xp ivtm console with serial number (B)(4).

Event description:
During patient re-warming stage, thermogard xp ivtm system (sn (B)(4)) generated several mid:09 errors due to the leak on the start-up kit (suk). The customer was unable to clear the error message. Per reporter, patient has reached target temperature and no further re-warming was necessary, the treatment was finished. No known impact or patient consequence was reported.